Event description:
It was reported that during an a-fib procedure, the physician wanted to check the left inferior pulmonary vein for pv potentials. He placed the lasso in the lipv and checked the vein. When he tried to retrieve the lasso from the patient, the catheter got stuck. The physician checked patient's blood pressure to make sure that he was okay and removed the lasso back with a bit of force. When the lasso was out of the patient it was visually evaluated by the physician and it was found some kind of small debris on the catheter tip. According to the physician, it did not look like tissue. The case was completed using a new lasso catheter. The patient did not suffer any injury from the event. A sjm sl1 sheath, 8f was used in this event.

Manufacturer narrative:
Investigation is still in progress. A 3500a supplemental will be submitted to the FDA as required when it is completed or if any additional information is provided by the customer. (B)(4).

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found some type of residue attached to the tip of the lasso. The residue was removed in order to perform a ftir study; the ir spectrum obtained of the foreign material shows a representative spectrum of biological material. It is suggested that this material has a biological composition similar to that obtained by a human tissue. Dimensional analysis was performed in each ring electrode and transition areas and they were found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter was found within specifications and the investigation suggested the residue found on the tip is human tissue.